Manufacturer narrative:
The issue was resolved for the customer by training the staff on how to use the CPR and where to find the error messages.

Event description:
It was reported the patient's skin broke down while on the mattress. Upon further investigation, it was found that there was no specific injury to a patient reported for this issue, but rather this was a general concern that there may be an increase in pressure injuries at the account due to the CPR mechanism being released on the mattresses causing the mattress to deflate with a patient on the unit, without the staff at the account realizing that the CPR had been pulled. It was reported that the staff is concerned that an active error does not appear on the screen with the CPR is pulled. This is a customer preference issue. .

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported the patient's skin broke down while on the mattress. Upon further investigation, it was found that there was no specific injury to a patient reported for this issue, but rather that this was a general concern that there may be an increase in pressure injuries at the account due to the CPR mechanism being released on the mattresses causing the mattress to deflate with a patient on the unit, without the staff at the account realizing that the CPR had been pulled. It was reported that the staff is concerned that an active error does not appear on the screen with the CPR is pulled. This is a customer preference issue.

Event description:
It was reported the patient's skin broke down while on the mattress.